Manufacturer narrative:
According to the complainant, the suspect device has been disposed; therefore, a device eval will not be performed. The relationship between the suspect device and the reported event is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. In addition, a search of the complaint database was conducted; no other complaints have been reported from this lot. The july 2007 15-month lithotripter basket product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation on july 31, 2007, that a trapezoid rx lithotripter was used in a stone removal procedure, in the common bile duct on a female patient. According to the complainant, while attempting to crush the stone with the "alliance gun [alliance ii integrated inflation/litho device]," the trapezoid catheter shaft snapped, "approx midway on the device." It was reported that, while retracting the lithotripter device from the endoscope, the "catheter had split, " to the extent that the complainant could see the lithotripter pull wire underneath the catheter outer sheath. It was further reported that "the patient was very agitated and required further sedation while the procedure was being completed using a mechanical lithotripter (product and MFR unk)." No patient complications were reported as a result of the event.